Manufacturer narrative:
Additional narrative: patient information is unknown. Exact date unknown; reported as happening during week 51. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: september 15, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the instrument broke during a procedure. The patient outcome was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - the broken piece was not returned. No other damages are visible. The relevant dimensions next to the breakage were checked and no deviation was found. The fracture surface is homogenous what indicates for material conformity. Based on the provided information, it is not possible to determine the exact cause which led to this occurrence. It is likely that an insufficient connection with the dhs screw and possibly lateral stress may have led to the breakage of one tang. The surgical technique guide recommends that to avoid damaging the instruments and the implant, tighten the connecting screw securely. Please note that the dhs wrench is only for insertion the dhs screw. The device history record was researched and no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.